Event description:
It was reported that during a gastric bypass the anvil would not stay attached to the device. The surgeon used graspers to hold the latches together and dialed down the device until the anvil and the device connected. The device was fired correctly with the donuts and staple line complete. The case was completed with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the ecs25 device (a) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies were found during the mfg process. The analysis results found that the ecs25 device (b) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies were found during the mfg process. Batch # f5v06v. Expiration date: 04/2014. Mfg date: 05/2009.